Manufacturer narrative:
The devise associated with this report was not returned. This issue was discussed by clinical, marketing and product development as well a pra was conducted for this issue and documented through (B)(4). Patella crepitus is a known phenomenon which is well documented in literature and affects all ps (posterior stabilized) knee designs to some extent for all companies that design and manufacture ps knees. A clinical literature review dated (B)(6) 2010, shows that all manufacturers experience the patella crepitus problem with clinical rates ranging from (B)(4). There was no clinical literature available for crepitus on lcs rps; the patella crepitus were obtained from internal complaints search and a resulting crude complaints rate of (B)(4). These complaints came predominantly from one (1) international centre/surgeon and one came in from the us. It is the opinion of this pra team that the internal complaints analysis rate of (B)(4) for patella crepitus on lcs rps is in-line with the rate that other manufacturers experience with the patella crepitus problem and therefore the risk vs. Benefit is still acceptable. Therefore this pra team concludes that no further action is currently required. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt had patella resurfacing. No implants were removed. The surgeon states the issue is patella crepitus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.